Event description:
Hc worker plugged ivac bp machine into wall and electricity arced to his hand, causing a small minor burn on his right thumb. Biomedical staff later found electrical cord had a short, and replaced cord.